Event description:
Reference number: (B)(4). Event occurred in china. It was reported that patient faced an leakage issue on (B)(6) 2026. The infusion set leaks at the quick release where quick release was not tightly connected. No further information available.